Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent surgery to replace a dislodged magnet. It was not reported why the magnet had become dislodged. The magnet was replaced on (B)(6), 2010 and the implanted device remains.